Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's image froze. No harm was reported to philips. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system indicating that "data loss on image network ippc-host". Upon further inspection, philips field service engineer (fse) inspected the system onsite and found images displayed stuck from time to time. Fse reviewed system log file and found data loss on image network ippc-host. Later, fse confirmed that the ippc was defective. Fse replaced the ippc. After replacing the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.